Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, persistence of gastric or esophageal varices on final trans-tips angiography increases tips revision rate after ptfe covered stent shunt creation whereas geometric parameters have no influence.

Event description:
Received an article titled "persistence of gastric or esophageal varices on final angiography increases transjugular intrahepatic portosystemic shunt revision rate after polytetrafluoroethylene covered stent shunt creation" published in the journal of quantitative imaging in medicine and surgery. The article assessed the association between final polytetrafluoroethylene (ptfe) covered stent transjugular intrahepatic portosystemic shunt (tips) angiographic parameters and free shunt revision survey. Per the article deaths occurred within the study period.